Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - 2009 (B)(6); 4194 implantable pacing lead - 2009 (B)(6). (B)(4).

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited oversensing and intermittent capture. The lead was found to have dislodged, and was subsequently repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.